Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continuous pelvic pain / severe pain") and osteoporosis ("osteoporosis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), osteoporosis (seriousness criterion medically significant), premature menopause ("early menopause"), fatigue ("tiredness") and depression ("depression"). Essure treatment was not changed. At the time of the report, the pelvic pain, osteoporosis, premature menopause, fatigue and depression outcome was unknown. The reporter considered depression, fatigue, osteoporosis, pelvic pain and premature menopause to be related to essure. The reporter commented: after 7 years attending consults with the gynecologist she was put on waiting list to remove the product on (B)(6) 2018. However, at the time of this report, she has not been called to perform the anesthesia tests. She also referred that this was exasperating since she has not been called to surgery. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.